Manufacturer narrative:
Our field service engineer noted a white residue of dried liquid on the connector on the monitoring pc board. The pc board was replaced as a corrective action. The system software was reinstalled and the ventilator then passed all safety and functional tests and was cleared for clinical use. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failure. The ventilator system was manufactured in year 2011, to the applicable standards at the time for liquid spill ingress protection. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during maintenance it was noticed traces of liquid and corrosion on the monitoring pc board. There was no patient involvement. (B)(4).